Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The product was returned and investigated as follows: analysis of failure files confirmed the reported system notice error 50006 and also showed system notice error 50005 (the safety system has detected fluid in the catheter and stopped the injection). Visual inspection showed the presence of blood in the catheter. Pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items 2 and 3 described above triggered the fail-safe system (notice errors 50005 and 50006), stopped the injection and disabled the vacuum. A corrective action was initiated to address this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A normal cryo application was delivered to the patient during a procedure performed in (B)(6). When the application ended, there was blood pulled back into the catheter. The cryoconsole displayed system notice message 50006 (the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum). There was no patient injury.